Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported there was liquid under the screen of the insulin pump, as well as in the battery compartment. Customer's blood glucose was 588 mg/dl, which she treated with the insulin pump. Customer was unaware of how liquid entered the device. It was advised that the customer discontinue use of the device and revert to a back-up plan. It was advised the device would be replaced and agreed upon that the product would be returned for analysis. Customer declined troubleshooting for high blood glucose, given that the pump was going to be replaced.

Manufacturer narrative:
The insulin pump was unable to prime during prime/a33 test and motor error alarm during basic occlusion test due to moisture damage force sensor resistor. The motor passed motor test. Unable to perform the occlusion and excessive no delivery test due to prime anomaly and motor error alarm. No moisture damage found on the electronics, motor, battery tube, vibrator and keypad assembly noted. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.